Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt experienced a change in her stimulation on her right side. The pt stated these changes in stimulation occurred approx (B)(6) 2014 (exact date unk). Lead diagnostics showed invalid impedances with the pt's right side lead. Reprogramming was able to provide some pain relief but the stimulation was not as effective as before. Surgical intervention may be pending to address this issue.